Manufacturer narrative:
This follow up report is being submitted to relay corrected and additional information. Concomitant medical products - unknown head, unknown stem, unknown cup. Reported event was unable to be confirmed. Device history record review was unable to be performed as the item and lot number of the devices involved in the event are unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet wil continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned as it was discarded at the hospital; however, an investigation has been initiated. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a closed reduction on (B)(6) 2017 due to dislocation; however, the closed reduction was unsuccessful and the surgeon opted to remove and replace the polyethylene liner with a lipped version. No additional patient consequences were reported.